Event description:
Information was received regarding a cadd solis vip pump. It was reported the pump was giving an error 41622. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Could not repeat customer stated problem during testing, also performed multiple motor tests. Noticed the error in the event history log only one time. No faults found with the pump during testing. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.